Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl. Customer also reported that plastic came out from the insulin pump from the reservoir lip ring and also crack at the reservoir lip ring. Troubleshooting was performed for damage and noticed the reservoir did not lock in place when inserted into insulin pump. Troubleshooting was declined for high blood glucose level. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.